Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b5, h11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: approximator flex-clip (part# 279712570, lot# nw154765, quantity 1). Approximator flex-clip (part# 279712570, lot# nw141902, quantity 1). Approximator flex-clip (part# 279712570, lot# nw211054, quantity 1). Approximator flex-clip (part# 279712570, lot# nw233004, quantity 1). Approximator flex-clip (part# 279712570, lot# nw154764, quantity 1). Approximator flex-clip (part# 279712570, lot# nw154765, quantity 1). Approximator flex-clip (part# 279712570, lot# nw215534, quantity 1). Concomitant device reported: approximator fc sleeve (part# 279712580, lot# nw215553, quantity 1). Approximator fc sleeve (part# 279712580, lot# nw121892, quantity 1). Approximator fc sleeve (part# 279712580, lot# nw219500 , quantity 1). Approximator fc sleeve (part# 279712580, lot# nw138525, quantity 1). Approximator fc sleeve (part# 279712580, lot# nw153355, quantity 1). Approximator fc sleeve (part# 279712580, lot# nw137404, quantity 1). Approximator fc sleeve (part# 279712580, lot# nw219497, quantity 1). Concomitant device reported: approximator fc inserter (part# 279712590, lot# nw147159, quantity 1). Approximator fc inserter (part# 279712590, lot# nw153412, quantity 1). Approximator fc inserter (part# 279712590, lot# nw219408, quantity 1). Approximator fc inserter (part# 279712590, lot# nw121905, quantity 2). Approximator fc inserter (part# 279712590, lot# nw212280, quantity 1). Approximator fc inserter (part# 279712590, lot# nw138440, quantity 1). Approximator fc inserter (part# 279712590, lot# nw121905, quantity 1).

Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a type c spinal injury procedure, the reduction instrument could not be loosened from the clip. The pedicle screw ripped off after the rod was connected. The left side had to be loosened completely and a thicker screw had to be put in place. The procedure was successfully completed with a one (1) hour surgical delay. There was no patient consequence. Concomitant device reported: unknown rod (part # unknown, lot # unknown, quantity 1), approximator flex-clip (part # 279712570, lot # unknown, quantity 1), approximator fc sleeve (part # 279712580, lot # unknown, quantity 1). This report is for one (1) unknown locking/ set screws. This is report 1 of 4 for (B)(4).